Event description:
During baxter's functionality testing of a spectrum pump it was found to have an intermittent keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent keypad response which was experienced during evaluation. The remaining keys were tested and were found to be functioning as expected. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.